Manufacturer narrative:
(B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a free perforation in the right coronary artery. A 2.80 x 19 mm graftmaster covered stent was advanced, but was unable to cross the lesion due to the patient anatomy; therefore, surgical intervention was performed to successfully seal the perforation. There was no adverse patient sequela. No additional information was provided.